Manufacturer narrative:
Mml# (B)(6). Correct event description: it was reported that during the initial implant procedure, the implanting physician was unable to place the second lead because the patient was extremely uncomfortable with the pressure and pulling. The patient was under IV sedation. As a result, only one lead and the implantable pulse generator (ipg) were implanted without complication. A secondary procedure was performed a few months later to implant the second lead successfully. Following the procedure, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient). The device remains implanted and functional. Updated section b, h1, and h6. The device serial number was removed in section d.

Event description:
It was reported that the patient underwent revision surgery due to not receiving bilateral stimulation. There was no report of patient harm or injury. The leads were removed, and two new leads were implanted without complications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent revision surgery due to not receiving bilateral stimulation. There was no report of patient harm or injury. The leads were removed, and two new leads were implanted without complications.